Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output wind; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that when beginning a prostate procedure, the fiber card would not permit fiber function; the fiber was exchanged the procedure continued using a second fiber. At 23,684 joules while using the second surgical fiber, the fiber cap became loose (spins) due to excessive torque by the physician . The procedure was completed using a third surgical fiber. Outcome: "no patient injury". This report is for the second surgical fiber used.